Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cable for bone plate 1.8 mm diameter 24 in. (610 mm) length pn: 00223200318 ln: 63394635. Cable for bone plate 1.8 mm diameter 24 in. (610 mm) length pn: 00223200318 ln: 63394635. Cable for bone plate 1.8 mm diameter 24 in. (610 mm) length pn: 00223200318 ln: 63394635. Cable for bone plate 1.8 mm diameter 24 in. (610 mm) length pn: 00223200318 ln: 63394635. Cable for bone plate 1.8 mm diameter 24 in. (610 mm) length pn: 00223200318 ln: 63394635. Cable for bone plate 1.8 mm diameter 24 in. (610 mm) length pn: 00223200318 ln: 63394637. Cable for bone plate 1.8 mm diameter 24 in. (610 mm) length pn: 00223200318 ln: 63394637. Cerclage cable with crimp 1.8 mm dia. Cable 22 in. (559 mm) length pn: 00223200118 ln: 62673010. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that a patient underwent an initial hip plate procedure. Subsequently, the patient was revised due to plate fracturing. The surgeon noted that the patient's bone had non-union and may have contributed to the plate fracturing.